Manufacturer narrative:
(B)(4). The users reported that the pt monitor failed to sound an alarm. If the situation is to reoccur, it may lead to serious injury or death. The initial investigation by the hospital staff with philips' assistance showed that the audible alarms had been quickly acknowledged by one or more users. There was no malfunction or health risk. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the pt monitor had a "failure to alarm" inop.